Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 5.00 x 32mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The stent was pulled from the proximal section and stretched over the distal tip. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device could not track through a test guide catheter due to the extent of the stent damage.

Event description:
It was reported that the stent moved on the balloon. The patient underwent percutaneous coronary intervention (pci). A 5.00 x 32mm synergy xd drug-eluting stent (des) was selected for treatment. During insertion, the stent failed to advance in the 6fr non-boston scientific guide catheter, and it was noted that the stent unraveled from the catheter. The stent did remain on the balloon with no issues to the patient. A non-bsc stent was successfully deployed to treat the lesion and complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that the stent moved on the balloon. The patient underwent percutaneous coronary intervention (pci). A 5.00 x 32mm synergy xd drug-eluting stent (des) was selected for treatment. During insertion, the stent failed to advance in the 6fr non-boston scientific guide catheter, and it was noted that the stent unraveled from the catheter. The stent did remain on the balloon with no issues to the patient. A non-bsc stent was successfully deployed to treat the lesion and complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 5.00 x 32mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The stent was pulled from the proximal section and stretched over the distal tip. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device could not track through a test guide catheter due to the extent of the stent damage.

Event description:
It was reported that the stent moved on the balloon. The patient underwent percutaneous coronary intervention (pci). A 5.00 x 32mm synergy xd drug-eluting stent (des) was selected for treatment. During insertion, the stent failed to advance in the 6fr non-boston scientific guide catheter, and it was noted that the stent unraveled from the catheter. The stent did remain on the balloon with no issues to the patient. A non-bsc stent was successfully deployed to treat the lesion and complete the procedure. No patient complications were reported as a result of this event.